Event description:
It was reported that during a coronary artery bypass procedure, the foot detached from the stabilizer. The surgeon retrieved the foot from inside the chest cavity. A replacement stablizer was used to complete the case. No patient complications occurred.

Manufacturer narrative:
Investigations details: visual inspection shows that the foot deteached from the stabilizer arm containing the ball post. The complaint is confirmed, however, unable to determine the exact cause at this point of time. Manufacturing personnel for beating heart products will be notified.